Manufacturer narrative:
Model number/catalog number: sc-8336-70; serial number: (B)(4); batch/lot number: 20019694; model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that following a revision procedure to unravel the lead wires that had been coiled into a ball which caused a discomfort, the patient had an infection at the battery site. Symptoms of redness, swelling, and pain were noted. The physician believed that the infection was not device related and the cause was unknown. The patient was placed on antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-70; serial number: (B)(4); batch/lot number: 20019694; model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that following a revision procedure to unravel the lead wires that had been coiled into a ball which caused a discomfort, the patient had an infection at the battery site. Symptoms of redness, swelling, and pain were noted. The physician believed that the infection was not device related and the cause was unknown. The patient was placed on antibiotics. The patient underwent an explant procedure.